Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their battery went completely off. The customer reported unexpected restart alarm. The customer's blood glucose level at the time of incident was 200mg/dl. Troubleshoot was conducted, and the customer was advised to monitor the device and call back if issues persist.